Event description:
Patient reports noticing itching and sensitivity on the bottom front 2 teeth. After taking a closer look found that the bottom aligner was eroding the gum line resulting in exposing the roots on the teeth. The patient is extremely concern about tooth loss. The byte clinical support team (cst) reviewed the case and noted some minor root exposure was present at the start of the treatment.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.